Event description:
The reporter stated that the stopcock plug on the zeroing stopcock next to the logical came out while on a pt and blood backed up. This was noticed fairly quickly and the pt did not suffer significant blood loss. No pt injury or treatment was associated with this event.